Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-02802. It was reported that rotawire detachment and vessel perforation occurred. The chronic totally occluded (cto) was an area of instent restenosis (isr) of a non bsc stent located in the moderately tortuous and severely calcified proximal right coronary artery (rca). A rotawire and a 1.50mm rotalink plus were selected for use. During the procedure, a non-bsc microcatheter along with two non-bsc guidewires were used; however, the microcatheter failed to cross the cto lesion. Plain old balloon angioplasty (poba) was performed with two other non bsc guidewires and the same microcatheter; however, it still failed to cross the lesion. The microcatheter was then exchanged to another non bsc microcatheter which finally crossed the lesion. Subsequently, the non-bsc wire was exchanged to a rotawire. However, the physician observed something wrong when the rotaburr was advanced in the curve area of the lesion. The rotaburr was then removed and the rotawire was noted to be detached in the coronary artery. A non-bsc device was used to retrieve the detached portion of the rotawire which protruded out of the vessel. The radiopaque section of the rotawire was then grabbed as the length of the detached wire was unknown. However, the detached wire got detached to another fragment and remained in the patient. Surgery was done to remove the detached wire and bypass grafting followed thereafter. There were no further patient complications. .